Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during cartridge filling for the ilet system, the user overfilled multiple cartridges, causing the rubber septum to dislodge from the back of the cartridges, which was attributed to inexperience with larger syringes and transition from pens. Symptoms included no reported adverse clinical effects. Outcomes included shipping replacement supplies and successful resumption of therapy after the user filled new cartridges. Investigation included customer interview, troubleshooting, and user education. Investigation of this case revealed use error related to new user overfilling cartridge during cartridge preparation, with no device malfunction identified. User was able to fill new cartridges allowing their ilet to continue functioning. It was concluded that the device performed as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.